Event description:
Initially there was no output when the surgeon activated the device. They disconnected and reconnected the tool and machine connector and still no output when activated. They disconnected and reconnected a 2nd time and when the surgeon activated the electrosurgical unit (esu), the cable blew apart and there was a fire at the connector. The surgeon was using davinci monopolar scissors connected to the esu via an integra life sciences jarit active cable part 600-290. Initial inspection of device shows obvious burning of the cable and cable is in 2 pieces but no obvious issues with the esu device itself. Esu device passed all biomed testing with no failures. The manufacturer requested the unit for evaluation.